Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. During the evaluation of the device at third-party service center, the third-party service center visually inspected the device and found evidence of foam degradation. Technical findings observed that the pressure failed, re-seated seals and o-ring. Continued to fail test (leak too low). The unit was scrapped.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice, recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. During the evaluation of the device at third-party service center, the third-party service center visually inspected the device and found evidence of foam degradation. Technical findings observed that the pressure failed, re-seated seals and o-ring. Continued to fail test (leak too low). The unit was scrapped. On the previously submitted report, the reporter country in section e was inadvertently left blank.  It is corrected on this report.